Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the injection of sterilized water in the foley catheter, water leaked from around the valve.

Manufacturer narrative:
The reported event is confirmed - cause unknown. Photo: received four (4) photo samples. Three (3) photo samples showcase an overview of an all-silicone foley catheter. Fourth photo sample showcase a piece of paper with native writing. Visual: received one (1) used all-silicone foley catheter with syringe without original packaging. Verified material number 2758j14 and manufacturing lot number ngkn1921. Visual inspection noted no obvious observations. Using the returned syringe, the catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. Asymmetrical balloon observed. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test, the balloon of the foley catheter inflated but the water did not drain. Per notification from investigator on 13jan2026, it was reported that balloon mushrooming was found during sample evaluation on 11dec2025.